Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00399, 3004608878-2020-00400, and 3004608878-2020-00401.

Event description:
This is 1 of 4 reports. A customer reported that the locking knob of the a1114 mayfield infinity skull clamp was too loose. There was no known patient injury or surgery delay.

Manufacturer narrative:
(B)(4). Device was returned for evaluation. The lock had rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The device history record (DHR) showed no abnormalities related to the reported failure. The complaint was confirmed. The observed condition was likely caused by wear and tear of the device. The definite root cause could not be reliably determined.

Event description:
N/a.